Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrodes 3 and 4 read as an open circuit during electrical testing and a short circuit was detected between electrodes 3 and 4, consistent with the reported noise. Dissection revealed conductor wire 4 had been fractured proximal to the weld joint on electrode 4. Additionally, conductor wire 3 was fractured at the proximal end of electrode 4, consistent with the short circuit detected. The conductor wire fractures are consistent with the open circuits detected. The cause of the conductor wire 4 fracture is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.